Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, h2, h3, h6. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2026, sampling from: air/water channel, cfu: 3cfu, bacterial identification: bacillus cereus, peribacillus sp. Sampling date: (B)(6) 2026, sampling from: auxiliary channel, cfu: >80cfu, bacterial identification: bacillus species. Sampling date: (B)(6) 2026, sampling from: instrument channel, suction channel, cfu: <1cfu, bacterial identification: n/a. Sampling date: (B)(6) 2026, sampling from: suction channel, cfu: >80cfu, bacterial identification: brevundimonas diminuta. Sampling date: (B)(6) 2026, sampling from: air/water channel, cfu: <1cfu, bacterial identification: n/a, sampling date: (B)(6) 2026, sampling from: auxiliary channel, cfu: 1cfu, bacterial identification: peribacillus sp. Sampling date: (B)(6) 2026, sampling from: instrument channel, cfu: >80cfu, bacterial identification: peribacillus sp, priestia sp, rossellomorea sp, cellulosimicrobium cellulans. Sampling date: (B)(6) 2026, sampling from: suction channel, cfu: >80cfu, bacterial identification: cellulosimicrobium sp. Sampling date: (B)(6) 2026, sampling from: air/water channel, auxiliary channel, instrument channel, suction channel, cfu: <1cfu, bacterial identification: n/a. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was evaluated where an additional potential adverse event was confirmed where foreign material was found in the following device components: air/water cylinder, suction cylinder, air/water tube, channel tube, and jet tube. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope tested positive for >150 colony forming unit (cfu) of escherichia coli; enterobacteriaceae, and gram-negative bacilli (non-fermentative) from routine microbiological testing. The device was previously used from a diagnostic colonoscopy. The samples were taken from pooling of four channels. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.